Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2018, the patient contacted lifescan (lfs) alleging that her onetouch verio 2 meter displayed an ¿error 2¿ message whilst trying to test. The complaint was classified based on the customer care advocate (cca) documentation. The patient detailed that the alleged product issue began on (B)(6) 2018, 10am. The patient manages her diabetes with metformin and insulin and did not report making any change to her usual diabetes management routine in response to the alleged product issue. The patient stated on (B)(6) 2018, around 10am she developed symptoms of ¿nervous hunger and weak¿ and denied that she received any treatment. At the time of troubleshooting the cca noted that it was the first time the subject meter was being used, the correct test strips were being used and there was no misuse of the product. When the patient pressed the power button the error 2 message did not appear. The cca confirmed that the patient carried out incorrect testing steps- the patient applied blood sample to the test strip before insert the strip into the meter. The patient¿s products were replaced. This complaint is being reported because the patient reportedly developed signs and/or symptoms that that meet lfs¿ criteria for a serious injury adverse event after the alleged product issue began.